Event description:
It was reported that when using the bd vacutainer® safety-lok¿ blood collection set, (23) units could not be connected to the adaptor. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: (B)(6). Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for does not attach was not observed as the photos shows the male end of the bd needle attempting to connect to the male end of the monovette luer adapter. This is not possible as both male ends of each of the products cannot be joined together. No issue can be observed on the bd product. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (nipro). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® safety-lok¿ blood collection set, (23) units could not be connected to the adaptor. No adverse impact was reported regarding the patient or user.